Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via hone call that she experienced low blood glucose and was hospitalized on (B)(6) of this year. Customer stated that because of that, she stopped using the insulin pump (B)(6) 2015 and reverted to manual injections. The customer also reported she has fell and has had seizures multiple times in (B)(6) 2014 and damaged the insulin pump. Customer stated the device has a crack on the on the top right side. Customer declined to receive an insulin pump replacement and would call back if she decides to go back to insulin pump therapy.